Manufacturer narrative:
The event occurred at (B)(6). (B)(4). Approximate age of device 6 months. Device evaluation: no device-related issues were identified through the analysis of (B)(4), and a direct correlation to the patient's infection could not conclusively be established through this evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The pump was returned assembled with the driveline cut approximately 2.5 from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pumps inlet port. The sealed outflow graft and the outflow elbow were returned attached to the pumps outlet port. The sealed outflow graft bend relief was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pumps blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of depositions or thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump was exchanged due to a sudden pump pocket infection with (B)(6). IV antibiotics were used for an unspecified amount of time. The pump was exchanged to a different manufacturer's device. No additional information was provided.